Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Blood glucose level was 136 mg/dl at the time of the call. Troubleshooting could not be completed because customer did not have any supplies due to being in the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)